Event description:
It was reported that there was a ¿milky film¿ in the plastic part of ten (10) integrated apd sets w/cassette. This was observed prior to use of the devices for automated peritoneal dialysis therapy and as a result, the sets were not used on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: eight (8) samples were received for evaluation. A visual inspection with the naked eye noted a small pm inside the cut cassette sheeting of one sample. The reported condition was verified for one sample only. The cause of the condition was due to the cassette welding operation during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.